Event description:
The customer reported to olympus during an unknown procedure, the distal cover came off of the endoscope upon withdrawal from the patient. As the patient was waking up, the patient coughed up the distal cover. The olympus specialist will be providing a distal cover placement in-service. A request for additional information has been sent however there is no customer response to date. This event includes 2 reports as follows: (B)(6) : maj-2315,unknown. (B)(6) : tjf-q190v, (B)(4). This report is 2 of 2 for (B)(6) : tjf-q190v, (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover detached from the subject scope due to the following: 1. The cover was inappropriately attached, 2. The cover had crack and/or pinhole, 3. Chemical solutions such as anti-fog agent adhered to the cover, which caused the cover to break. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover:¿ ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿ ¿hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ ¿twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ this supplemental report includes information added. Olympus will continue to monitor field performance for this device.